Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date on (B)(6) 2006, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx retropubic urethral suspension procedure performed on (B)(6) 2006, for the treatment of stress urinary incontinence. During the procedure, a cystourethroscopy was done, which revealed that there had been no injury to the bladder or urethra and that it was in good support without an obstruction. The patient was also stable in the post-anesthesia care unit and was awake and alert. As reported by the patient's attorney, the patient has experienced an unspecified injury.